Manufacturer narrative:
Codes update.

Event description:
Codes update.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that (incident 1) bd secondary tubing set leaking at insertion site to primary tubing. Site was address ¿ disconnected and reconnected to ensure it was on properly, and the secondary was still found to have a very slow leak on it. (Incident 2) chemo secondary was leaking ¿ slow leak ¿ at the secondary hook up sit.